Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of eight of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported the connection between the supply line of the homechoice cassette and the supply bag was "slightly wet" that led to this alarm. Renal therapy services (rts) assisted the patient to end the therapy session. Rts reviewed proper procedures per the user manual with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to g4: PMA/510k #: ni (previously submitted as na). Correction made to h10: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak at the connection between the supply line of the homechoice cassette and the supply bag was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.